Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device had battery issues and blank display. Customer's blood glucose was 300 mg/dl to 400 mg/dl. Device had alarmed failed battery test alarm, weak battery alarm, low battery alarm. Customer will not be returning the device for analysis.